Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes . D.9. Returned to manufacturer on: 8/31/2021. H.6. Investigation: a device history review was conducted for lot number 1110742. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample that was submitted by the facility, has been reviewed by our team of quality engineers. Functional testing of the device identified a leak, which originated from the catheter tubing. Closer inspection of the wounded region identified a small v-shaped puncture mark. This v-shape is indicative of a needle-pierce-through. Although it is possible to produce this type of damage during manufacturing; it is monitored and controlled using an automated visual system, and the resulting product would not have been able to be successfully intubated. Based on these observations, our engineers were not able associate this complaint with the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter: "the respiratory department reported fluid leakage was at the root of the tube when the indwelling needle was successfully punctured and the needle was removed"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter: "the respiratory department reported fluid leakage was at the root of the tube when the indwelling needle was successfully punctured and the needle was removed".